Manufacturer narrative:
This report was initially submitted on 03/14/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported plastic filings are contaminated the inside of the syringe. The problem has been occurring for a long time but has only now been reported.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.